Manufacturer narrative:
No general product failure has been found. There is no indication that vision or the gel card was not performing as intended. No definitive root cause has been identified. The most probable root-cause of the false positive discrepant result is customer error with likely improper labelling of the patient sample with one of the tubes. No erroneous results were reported as a result of this incident.

Event description:
Customer reported a patient sample had a discrepant result as compared to the patient's (B)(6) blood type. The sample of concern was originally processed at 20:56 with a blood group of a pos. Followed by 2 repeat tests at 21:12 and 21:15 that both repeated as o pos. Third level tsc support reviewed the econn results for customer's vision including door opening/closing, error codes, metering events, barcode scans, and images for this issue. There was no evidence that the vision did anything unexpected. The sample was loaded by the user into the srdr slot 1 position 2 and scanned internally. The metering system then pipetted from that position and processed the result in questions. There were no error codes or indications of anything unexpected.